Event description:
New information received on (B)(6) 2018, indicates that the patient presented remotely on (B)(6) 2018 with a right ventricular lead that was oversensing noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with oversensing on the right ventricular lead. The lead was extracted and replaced on (B)(6) 2018. The patient was discharged.